Manufacturer narrative:
H.6. Investigation: it was performed the DHR review, maintenance records and quality notifications were verified, and no deviation was found for this batch. The analysis of the photo provided by the customer was performed, but through the photo it was not possible to assess the stopper defect reported by the customer, and it is not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text: see h10.

Event description:
It was reported that syringe plastipak 20ml ll s/su was damaged. The following information was provided by the initial reporter: quality issue with the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml ll s/su was damaged. The following information was provided by the initial reporter: quality issue with the syringe.